Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor gel implant placed was diagnosed with breast cancer on an unknown side post procedure. Future mastectomy and reconstruction are indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date. No further event details have been made available to mentor at this time. If additional event details become available in the future, then a supplemental report will be submitted.